Event description:
During surgical procedure, it was noted the cartridge for loading inner ocular lens has plastic hanging from the tip. Device removed from field. A secondary device opened and utilized. Abbott medical ref # 1mtec30 amo puerto rico manufacturing, inc., lot cc06684.